Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with t-wave oversensing. No inappropriate therapies were deliver and no symptoms were observed due to the oversensing. Programming changes were made. The patient was stable.